Event description:
Coil failed to rezip. The report from the affiliate indicated that: during the coiling of an anterior communicating aneurysm, the physician realized that the coil was the wrong size and went to retrieve it. The coil became stuck and failed to rezip, however, so the physician withdrew it slowly through the microcatheter and replaced it with another coil. The procedure was successfully completed, and there was no patient injury.

Manufacturer narrative:
This product is available for evaluation and testing; however, it has not been received as of today.